Event description:
It was reported that during the implant procedure, the angioplasty guidewire became stuck in the lead lumen during withdrawal of the guidewire. The physician decided to leave the lead in position and cut the angioplasty wire at the pin. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).